Event description:
Source: (B)(6). I had surgery with dr (B)(6) who used mentor memorygel enhance implants, size 1350 cc on me for a cosmetic surgery. These implants are not FDA approved for cosmetic use, only for reconstructive surgery. The surgeon did not tell me this prior, or have me sign anything declaring this. I would not have had these implants if I knew they weren't FDA approved for cosmetic surgery. I am now having problems with these implants and no surgeon will touch me because I used non-FDA approved implants. I do not think it is ethical that the doctor doesn´t inform the patients the implants used are not FDA approved. / product details: the surgeon (B)(6) at (B)(6), is using mentor memorygel enhance implants that are only FDA approved for reconstructive surgery. He doesn't inform patients that these implants are not FDA approved for cosmetic use. Pt: 4580. Device: 1126. Reference report #: mw5190011. This report captures memorygel enhance lt breast implant #2.